Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to ascertain the cause of the issue. The fse completed routine troubleshooting activities and found that the sample probe liquid surface detection pcb had malfunctioned. The pcb was replaced and verification checks were completed and recovered within specification. The affected patient samples were repeated and generated results consistent with the clinical diagnoses. No further erroneous results generated. No further issues reported. The primary failure mode is a malfunctioning sample probe liquid surface detection pcb. Replacement of the part resolved the issue. (B)(4).

Event description:
The customer reported the generation of erroneous low patient results for ion selective electrode (ise) on their beckman coulter au5800 clinical chemistry analyzer. There was no report of change to patient treatment in connection with this event.